Event description:
Additional information received from manufacturer representatives reported the patient was reprogrammed on (B)(6) 2015, and she seemed to be getting good coverage and pain relief. The patient never had a revision surgery but for now she was doing well.

Event description:
Additional information reported the patient was to be referred to the physician for implant of a paddle lead.

Event description:
It was reported the patient had a sudden loss of stimulation/therapeutic effect. The stimulation was not in the correct area even with extensive reprogramming. At previous visits impedance was normal and the patient was getting great relief. The patient had previously been doing extremely well and had reported great coverage and 70-80% pain relief since implant. An x-ray was done and showed the leads were now sitting at t7 and not t9 as originally implanted. The plan was to move both leads down and re-anchor. The revision surgery was schedule.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n376612, implanted: (B)(6) 2014, product type: accessory. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the stimulation changed from their leg where they needed it to their stomach over three months ago. An x-ray showed the lead had not moved but a CT scan showed that it did move. The patient had been directed to a physician to do a revision of the lead wire. The change in stimulation was not related to positional movement. There were no traumas or falls reported. The programmer did show the device was on. The patient had pain because they didn¿t have use of stimulation.

Event description:
Additional information reported the patient was reprogrammed but they were still only getting stimulation in the left abdomen area and a very small amount in the top of the leg but nothing down the leg like they previously had. The patient was brought into the operating room for an attempted revision. X-rays were taken prior to incision and revealed the leads were still at the top of t9. The leads looked almost identical to the implant. The physician decided not to proceed with the revision as the patient was under anesthesia and would not be able to give feedback. The surgery was cancelled. They attempted to reprogram the patient after they were moved to recovery and got the same results. The patient didn't have stimulation down their left leg as they previously had. Lead and group impedance was all normal and within 100 ohms of previous impedance checks. The cause of the change in stimulation was unknown. It was unknown if migration actually occurred or if the CT was incorrectly read.

Event description:
Additional information received reported that the spinal cord stimulator (scs) had been working perfectly fine and suddenly it was in their stomach instead of down their leg. The patient had been waiting for over 2 months for an answer on what they want to do while they had changed to the 3rd doctor since the patient had been in the study. The patient had complex regional pain syndrome and had been bedbound for 2 years. The patient absolutely loves it and did not want to lose it. The patient had percutaneous leads and they thought they had moved. The patient was being referred to an ortho-spine surgeon for a paddle lead. The surgical consult was scheduled for (B)(6) 2015. The surgery was not yet scheduled.